Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine injury ("uterine damage"). The patient was treated with surgery to remove the essure implant. Essure was removed in 2011. At the time of the report, the pelvic pain and uterine injury outcome was unknown. The reporter considered pelvic pain and uterine injury to be related to essure.. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 21-year-old female patient who had essure (batch no. 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia) / heavy bleeding"), rash ("rash on my arms, legs, and stomach"), nausea ("nausea"), constipation ("constipation") and asthenia ("never had energy to do anything"). In 2012, the patient experienced mood swings ("mood swings"), irritability ("crankiness"), crying ("crying off and on"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine"), headache ("headache") and teeth brittle ("my teeth are falling apart"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge / had a metalic smell to it"). In (B)(6) 2012, the patient experienced incontinence ("incontinence"), weight increased ("weight gain") and alopecia ("hair loss/ thinning and coming out in clumps"). In (B)(6) 2012, the patient experienced depression ("depression"). On an unknown date, the patient experienced uterine injury ("uterine damage"), dental caries ("dental problems: several cavity"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine injury, mood swings, irritability, crying, depression, female sexual dysfunction, incontinence, nausea, dental caries, allergy to metals, vaginal discharge, weight increased, constipation, abdominal pain, migraine, headache, teeth brittle and asthenia outcome was unknown, the vaginal haemorrhage, menorrhagia, rash, dyspareunia, fatigue and dysmenorrhoea had resolved and the alopecia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, asthenia, constipation, crying, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, incontinence, irritability, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, teeth brittle, uterine injury, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: events: "mood swings, crankiness, crying off and on, abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), depression, apareunia (inability to have sexual intercourse), rash on my arms, legs, and stomach, incontinence, nausea, dental problems: several cavity, nickel allergy, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, constipation, hair loss, abdominal pain, migraine, headache, my teeth are falling apart, dysmenorrhea (cramping), never had energy to do anything," lot number, reporter, concomitant condition, lab data added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 21-year-old female patient who had essure (batch no. 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia) / heavy bleeding"), rash ("rash on my arms, legs, and stomach"), nausea ("nausea"), constipation ("constipation") and asthenia ("never had energy to do anything"). In 2012, the patient experienced mood swings ("mood swings"), irritability ("crankiness"), crying ("crying off and on"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraine"), headache ("headache") and teeth brittle ("my teeth are falling apart"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge / had a metalic smell to it"). In (B)(6) 2012, the patient experienced incontinence ("incontinence"), weight increased ("weight gain") and alopecia ("hair loss/ thinning and coming out in clumps"). In (B)(6) 2012, the patient experienced depression ("depression"). On an unknown date, the patient experienced uterine injury ("uterine damage"), dental caries ("dental problems : several cavity"), allergy to metals ("nickel allergy") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine injury, mood swings, irritability, crying, depression, female sexual dysfunction, incontinence, nausea, dental caries, allergy to metals, vaginal discharge, weight increased, constipation, abdominal pain, migraine, headache, teeth brittle and asthenia outcome was unknown, the vaginal haemorrhage, menorrhagia, rash, dyspareunia, fatigue and dysmenorrhoea had resolved and the alopecia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, asthenia, constipation, crying, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, incontinence, irritability, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, teeth brittle, uterine injury, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.